Manufacturer narrative:
Endoscopy support specialist (ess) was performing an in-service scope leak test, manual cleaning and storage. The purpose of the maintenance was to make the customers aware of the olympus guidelines on reprocessing. During service, the ess learned the customer potentially failed to use the air water channel cleaning adapter during pre-cleaning. The customer will be using a non-olympus automated flushing machine and non-olympus automated endoscope re-processor. The ess advised the customer to contact the manufacturers of the products for their instructions and guidelines on proper usage. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
An endoscopy support specialist reported incorrect reprocessing of evis exera iii colonovideoscope during a service request. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review and results from the legal manufacturer investigation. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. The instructions for use (IFU) reprocessing manual states: 1.4 precautions: an insufficiently cleaned, disinfected or sterilized endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them. 1.4 precautions: all channels of the endoscope, including the instrument channel and the auxiliary water channel, and all accessories used with the endoscope during the patient procedure, such as all valves and the auxiliary water tube (maj-855), must be cleaned and high-level disinfected or sterilized after each patient procedure, even if the channels or accessories were not used during the patient procedure. Insufficient cleaning and disinfection or sterilization of these components may pose an infection control risk to patients and/or operators. To prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure. Olympus will continue to monitor complaints for this device.